Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lad with 80% stenosis. The device was inspected prior to use with no issue noted. The lesion was pre-dilated with spl12510x. It is reported that the device could not pass the lesion. The physician changed to another brand of product, of unknown size, to complete the surgery. No patient complications were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was flared. The 11th proximal segment has raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation) patient¿s condition affected effectiveness of the device (lesion morphology ¿ 80% stenosis.) Deformation problem (stent deformed) evaluation codes, conclusions: known inherent risk of procedure (B)(4).